Event description:
A (B)(6) male pt contacted zoll customer support to report that when he changed his battery pack, the monitor made a loud noise, displayed a service code, and then would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the monitor failed to program. The cause of the inability to power on was a ram failure (components u100 and u101) on computer/analog board sn (B)(4). The ram components had intermittent bga connections. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the intermittent connection. The last pt to use this monitor did not report any deficiencies.